Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (b4). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to have a bacterial count exceeding the limit prescribed by the instruction for use. The laboratory report confirming the reported contamination has been provided to livanova. There is no known patient involvement.

Event description:
See initial .

Manufacturer narrative:
H.10: through follow up communication livanova learned, that the unit was cleaned regularly per the instruction for use and that it was placed inside the operating room during use with a distance of four (4) meters from the surgery field with the fan directed towards the wall. The device will likely undergo deep disinfection to solve the reported contamination. Approval is still pending from the customer. No additional information is available about this case and the root cause could not be determined.